Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Date of event: please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. There was no specific device information provided in the article. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Diamond, a. Problems with deep brain stimulation devices referred to private practice for follow up. Parkinsonism and related disorders. 2007. 13:520¿523. Doi:10.1016/j.parkreldis.2006.10.004 summary: increasingly, more centers perform deep brain stimulation (dbs) for the treatment of movement disorders; however, the majority of publications focus on treatment outcomes at tertiary care centers. We retrospectively evaluated nine consecutive patients who were implanted with dbs, initially programmed at other centers, and eventually referred to a community practice for follow up. Reported events: case 9: a patient with unilateral deep brain stimulation (dbs) of the subthalamic nucleus for parkinson's disease (pd) experienced a postoperative pocket infection; case 6: a patient with bilateral dbs of the ventral intermediate nucleus of the thalamus (vim) for essential tremor experienced an intraoperative seizure during device implant; case 1: a patient with bilateral dbs of the vim for essential tremor experienced a misplaced electrode resulting in a poor therapeutic response. As a result the patient was referred for lead repositioning; case 4: a patient with bilateral dbs of the globus pallidus internus (gpi) for craniocervical dystonia experienced a misplaced electrode resulting in a poor therapeutic response. As a result the patient was referred for lead repositioning.